Event description:
It was reported by the customer that a pyxis medstation es system had tower door failed. The customer added that there was a clocking noise on the tower. There was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower door was failed numerous times. A field service engineer replaced tower door latches to resolve this issue. Performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.